Event description:
Recall joystick was replaced and now it is acting erratic. Allegedly, the lights start flashing and it will not drive. The customer alleges that he will turn it off and on or tap on it for it to work.